Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that there was an rv lead noise warning, an rv lead integrity warning, and a rv bipolar lead impedance warning all triggered on the same day for the right ventricular (rv) lead. It was noted that there was oversensing and an alert triggered the rv lead integrity warning due to two or more high rate non-sustained episodes and sic (sensing integrity counter) count. The pacing impedance warning was for undefined lead impedance measurements. The pace/sense portion of the lead was replaced and the high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.